Event description:
During shift check, customer reported that the autopulse platform (sn (B)(4) had abnormal and loud sound during the compression, and the lifeband was difficult to pull up manually. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) had abnormal and loud sound during the compression, and the lifeband was difficult to pull up manually" was confirmed the functional testing. Zoll service found encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a failed integrated encoder gearbox which may have caused the difficulty for the user pulling the lifeband straps completely up manually and abnormal and loud sound from the autopulse platform. Therefore, the root cause of the reported complaint was due to a failed integrated encoder gearbox, likely attributed to an aging device. The autopulse platform was manufactured in february 2018 and has reached its service life of 5 years. The integrated encoder gearbox was replaced to remedy the reported complaint. During the visual inspection, no physical damage was observed on the autopulse platform. The archive data review indicated multiple user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) messages around the reported event date, unrelated to the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse platform is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the preliminary functional testing without error or fault. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).